Event description:
I had an agga dental appliance put in on (B)(6) 2019 which my body rejected almost immediately. I had what appeared to be some kind of extreme nervous system reaction that made me have extreme anxiety attacks, pain, and difficulty breathing and it worsened my sleep apnea. I had to have an emergency removal on (B)(6) 2019 to prevent any permanent damage. (B)(6).